Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated when they left their house, the cgm was displaying 179 mg/dl. They were in a store with their grandchildren and when they walked out of the store, the patient passed out and fell in the parking lot. Their grandchildren ran to get help and when the patient came to, the ambulance was there. The emergency medical technician¿s (emts) checked her blood sugar and the bg meter was reading 21 mg/dl. They treated the patient and the patient until their blood sugars were up, and the patient went home. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.